Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer is questioning the insulin delivery of pump. Experienced high blood glucose and was unable to correct using the pump. Corrected with pen and blood glucose level decreased. No adverse event occured. Pump replaced and requested for investigation.